Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was upset with the purewick urine collection system because they could not sleep. The patient stated that the purewick female external catheter leaked, and it kept them up at night, also stated that they had gotten urinary tract infection (uti) from that leak. It was noted that patient had been using products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection (uti).

Event description:
It was reported that the patient was upset with the purewick urine collection system because they could not sleep. The patient stated that the purewick female external catheter leaked, and it kept them up at night, also stated that they had gotten urinary tract infection (uti) from that leak. It was noted that patient had been using products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection (uti).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "improper materials used". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Recommendations: ¿ ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. ¿ properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear maybe useful for securing the purewicktm female external catheter for some patients. ¿ change suction tubing per hospital protocol or at least every thirty (30) days. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement" the device was not returned.